Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder presented wear at fold in the middle, proximal and distal end of its body, along with two leaks and holes in its proximal end, consistent with sharp instrument damage. The second cylinder exhibited wear at fold in the middle, proximal and distal end of its body, but no leaks were identified in the component. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted upon leakage and functional evaluation; however, it was noted that the kink resistant tubing (krt) was worn to the filament. The reservoir was microscopically inspected and tested for leaks, and it passed all testing. Based on the information available and analysis results, the reported clinical observation of fluid loss could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss; therefore, a surgical procedure was performed to remove and replace all the components. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss; therefore, a surgical procedure was performed to remove and replace all the components. No patient complications were reported.